Event description:
It was reported that during a da vinci-assisted hartmann's reversal surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the movements of universal surgical manipulators (usms) 3 and 4 seemed backwards, with the usm arms appearing twisted and at bad angles. The customer stated that there was a screen message suggesting utilizing the patient clearance button to create additional space. The tse could not find any related error in the logs. The tse advised the customer to use the patient clearance button to provide more space and recommended undocking and redocking the usm arms for better setup if the button did not help. The customer was still able to proceed with the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer informed the fse that the issue was with the surgeon, and the surgeon had received help from a sales staff member. The fse was not able to reproduce the issue. The system was tested and verified as ready for use.